Event description:
It was reported that this device displayed safety mode. This device was explanted and replaced with a new device, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is being returned and will be analyzed. A supplemental report will be filed upon completion.